Manufacturer narrative:
The cause for these clinical events could not be ascertained from the info provided as the products have not been received for investigation. Once received and the result of the investigation becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that a pt received a durom femoral component 54 code t, right side, on (B)(6) 2006. On (B)(6) 2013, the pt complained of pain and loss of motion of the right hip. The blood tests showed abnormally high levels of cr (x6) and co (x13). A scan was performed and showed a significant hypertrophy of the psoas muscle with cystic or necrotic areas. From the provided customer report, it was described that the pt was revised with a total arthroplasty due to: high cocr level in blood, pain, psoas muscle hypertrophy, necrosis, and probable mechanical dysfunction of the shell. Also, the report mentioned that the surgeon suspected the lack of integration of the cup.